Event description:
Reprted due to a surgical intervention. The physician performed an off-label brachial arteriotomy closure using a star close device after a diagnostic procedure. A prior angiogram was performed. The puncture site was confirmed in tghe brachial artery. Although requested, the vessel size and condition wer not provided. It was reported the physician determined the brachial artery was "big enough." Reportely, the deployment went fine. However, the patient's brachial pulse was noted as "thready" after clip closure. Her brachial pulse had been reported as "weak prior to procedure" and it did not improve in strength that night. She was taken to the operating room where the surgeon reportedly did "a tiny nick and removed the clip." The type of anesthesia used and the duration of the procedure are unknown. It is also unknown if any additional hospitalization time was required as a result of her "weak" brachial pulse. Her pulses were reported to be "fine" after the clip removal and she was discharged. Although requested, no additional information was available.